Manufacturer narrative:
Concomitant medical products: product ID: 9735736, serial/lot #: version: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a transphenoidal procedure. It was reported that site experienced an inaccuracy when they had gone deep into the anatomy. They were inaccurate by 1 cm in the anterior and superior direction. They registered the patient again and they did not have any inaccuracy after the second registration. There was a reported delay of less than one hour and no known impact on patient outcome.

Event description:
Additional information was received. It was reported that the cause of the issue was unknown.

Manufacturer narrative:
H2: additional information has been received. See b5. System serial number has been updated, see d4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: software analysis completed. Archive contains CT images and mr images, CT images are as per stealth protocol.mr-4 is not as per the stealth protocol; slice spacing is greater than 2mm. Registration was done with registration accuracy of 0.8mm. Traces were taken on nose, forehead, right side of anatomy. Very minimum trace points are not taken on left side and some traces points are below the skin. Requesting to start the trace throughout blue area starting from nose and cover complete anatomy for better accuracy. Apart from this, there is no evidence to know the cause of inaccuracy. Fdm 10, fdr 3221, fdc 4114. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.